Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluation on 10/08/2015 produced lo results and black chemistry observed. Most likely underlying root cause of black chemistry is improper storage and exposure to increased humidity.additional product codes added.

Event description:
Consumer complaint of open test strip vial upon purchase. Test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is not applicable. Box of test strip open on (B)(6) 2015. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluation on 10/08/2015 produced lo results and black chemistry observed. Most likely underlying root cause of black chemistry is improper storage and exposure to increased humidity.

Event description:
Consumer complaint of open test strip vial upon purchase. Test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is not applicable. Box of test strip open on (B)(6) 2015. Adverse event not reported.